Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements and high threshold measurements. A revision procedure was performed where the ra lead was surgically abandoned. A new ra lead was placed and upon being inserted into the existing pacemaker exhibited greater than 3000 ohm impedance measurements. The lead was re-inserted three times with the same result. The new lead was then tested on a pacing system analyzer (psa) and yielded within range impedance measurements of 500 ohms. The physician opted to explant the existing pacemaker. A new pacemaker and the new ra lead exhibited within range impedance measurements. No additional adverse patient effects were reported.